Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was variable, oversensing due to non-physiologic signals/sensing integrity counter, noise observed on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two weeks post implant procedure, the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) and exhibited oversensing and spurious jumps in tip-to-ring and tip-to-coil impedances. Additionally, noise was noted on the electrograms (egm). During the revision procedure, the issue was resolved when the setscrew was disengaged and re-engaged. The device remains in use. No patient complications have been reported as a result of this event.